Manufacturer narrative:
Additional information updated in b5. D4: the lot numbers have been updated to the originally reported lot, as the consumer mistakenly submitted wrong samples for evaluation. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received that the consumer does not have any infection anymore but have since stopped using the lenses. The current consumer's condition is symptoms resolved.

Manufacturer narrative:
D4: lot number updated with same manufacturing site. This is the first of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to the other report filed under the mfg report number of 3003657720-2026-00002. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D.4.: this is the first of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to 2026-21116-02 for the reported lot number c4043276 the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
As initially reported by the healthcare professional stating that the consumer experienced foreign body sensation and recurring eye infections associated with the use of contact lenses. According to the consumer, each time the lenses were worn, a serious eye infection developed. To date, the consumer has experienced at least four separate episodes of infection. On two occasions, the infections were severe enough to require medical consultation, as symptoms persisted for a week or longer. The current condition of the consumer¿s eyes is unknown at the time of this report. Additional information has been requested but has not yet been available.